Event description:
The lesion was concentric, de novo in the distal lad, with moderate tortuosity and mild calcification. During the removal of the ivus catheter, resistance was noted in the distal lad and the ivus catheter became stuck together with the guide wire, and it was found that 8 cm from the distal end, the core of the traverse guide wire was separated. The products were removed from the pt. No pt injury was reported.